Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on unknown date. It was reported that during the procedure, the bands deployed prematurely. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.